Manufacturer narrative:
Fractured abutment screw could not be removed from dental implant. Implant was removed. Implant had no problem. Fragment could have been removed with a reset or patient monitoring could have prevented screw from fracture. Explantation of the implant was a collateral damage.

Event description:
Fractured abutment screw could not be removed from dental implant. Implant was removed.